Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump only lasting 3-4 days at the most and kept being threshold suspend because saying low, and blood glucose was 400's mg/dl and customer has the problems before it was off by 300 points. The blood glucose at the time of the event was 468 mg/dl and sensor glucose at the time of the event was 40 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump also had low battery alarm. Customer declined troubleshooting for the high blood glucose. Customer advised to monitor the pump and call if problems recur. The device will not be returned for analysis.